Event description:
It was reported to medtronic minimed that the customer experienced the keypad and return button being peeled off, which affected the insulin pump's functionality, resulting in the need to press buttons multiple times to take command, and the pump becoming no longer waterproof. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed and the customer was advised that the insulin pump will be replaced, instructed on pump care best practices, to revert to a backup plan per healthcare professional instructions, and to place the pump in storage mode until the new pump arrives. No harm requiring medical intervention was reported. Mmt-1885 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with an intermittently responsive keypad at the left button. However, pump passed the self-test. Pump was cut open to perform visual inspection and found a flattened dome on the left keypad, no moisture damage on electronic assembly. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, peeled keypad overlay, stained keypad overlay, cracked case (battery tube), cracked battery tube threads, missing display window cover. Intermittently responsive keypad at the left button due to flattened keypad button dome and peeled keypad overlay confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.